Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, but totally occluded mid right coronary artery. The 20/30 indeflator was being used in an attempt to inflate a 2.5 x 20 mm trek balloon catheter; however, the pressure gauge remained at 0 atmospheres and the balloon did not inflate. A new 20/30 indeflator was used to successfully inflate the balloon. Stenting with a 3.0 x 28 mm xience prime 3.0x28 mm was performed followed by post-dilatation with a 3.0 x 20 nc trek balloon catheter. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.